Manufacturer narrative:
Corrected data: g4: device is not sold in the united states. The pump was returned for evaluation. Visual inspection revealed no obvious damage to the device. The device was tested with a stock cassette and operated as intended. The reported failure could not be reproduced. The complaint is not confirmed as reported, and no root cause could be determined. The device history record for lot e928311 was reviewed and the product was produced according to product specifications. All information reasonably known as of 04 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Per information provided by the customer, the device involved in this reported event is the same device used in the event previously reported in 1722214-2021-00001. The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 05 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 55 ml. Flow rate: unknown . Procedure: joint replacement. Cathplace: unknown joint surgical site. Infusion start time: unknown. It was reported that at some date in december 2020, the drug in the pump was delivered as a bolus. This was detected at the beginning of the infusion/therapy. There was no harm to the patient. The medication in the pump was piritramide for postoperative analgesia following joint replacement surgery. The issue was noted prior to the bag being empty. The total volume in the bag was 55ml. The solution was prepared in the hospital by the nursing staff. The full 55ml was not delivered. The patient is described as a "normal weight middle-aged woman." No further information provided.